Event description:
The pt was admitted to the hosp with a myocardial infarction and was found to have left ventricular failure and subsequently went into cardiogenic shock. An intra-aortic balloon pump catheter was inserted on 4/3/98 and the pt was placed on inotropic support. On 4/6/98 the pt was noted to be hypotensive, despite inotropic medication, and was diagnosed with septic shock. Several hours later, blood was noted in the pt's balloon pump catheter and the balloon pump was placed on standby. The pt subsequently expired prior to the catheter being changed. Datascope was informed by the contact at the facility that the event did not contribute to the pt's death. The intra-aortic balloon was not returned to datascope. The pt expired with the intra-aortic balloon in place (datascope rec'd this report via the mandatory medwatch form from the user-facility). Event complications: the pt had hypotension/septic shock - reported 5/22/98. Pt's current status: expired - reported 5/22/98.